Event description:
It was reported that the surgeon was unable to unscrew both the atrial and ventricular set screws. They appeared to be stripped. The header had to be broken in order to be able to free the leads.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of set screw anomaly was unable to confirm in the lab due to the condition the pacer header was as received.